Event description:
The international customer reported the ventilator went vent inop during normal ventilation operation due to a vent inop data acquisition pcba adc failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted a vent inop occurrence due to a data acquisition pcba adc failure. The service engineer reported the device was operated for one day and the reported problem did not recur, and the ventilator alarmed to specification during testing. Applicable final testing was completed to operating specifications. The device was returned to use.